Manufacturer narrative:
This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2025-07613. The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra valve, the first valve embolized due to a high implant. The initial deployment position was noted as 100/0, and the valve movement occurred after successful deployment. The first valve was not properly secured in the aorta, flipped, and landed in incorrect orientation, ultimately occluding the aorta to stabilize the embolized valve, the team ballooned the valve using a non-edwards 30mm balloon catheter. During the withdrawal of the delivery system, difficulties were encountered at the distal tip, although coaxial alignment was maintained upon re-entry into the distal end of the esheath. The flex tip was positioned at the valve, and the system was not completely unflexed during withdrawal. The distal tip was getting caught and possibly the nose cone was hitting the valve on the way out from the deployed valve. It appeared that there was contact between the nose cone and the valve during withdrawal. No retained balloon volume or damage to the esheath was reported. A new sapien 3 ultra valve was opened and successfully implanted. To secure the embolized valve and maintain leaflet function, a 34mm non-edwards transcatheter heart valve was implanted with the leaflets cut out, allowing the sapien valve leaflets to remain open. The patient remained in stable condition following the procedure. No patient injury was reported. The perceived root cause of the embolization was a very high implant and possible contact between the nose cone and the valve during withdrawal. No edwards lifesciences devices were returned.

Manufacturer narrative:
This report is 2 of 2 being submitted for this complaint. A supplemental MDR is being submitted due to engineering evaluation findings. Sections h2, h6: component code (correction), type of investigation, investigation findings, and investigation conclusions and h11 (provide narrative/data) have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and revealed that the aortic root angled at 51 degrees. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for difficulty or inability to withdraw catheter from deployed valve is confirmed based on available information. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per review of provided imagery, an aortic root angled at 51 degrees was observed. Additionally, procedural imagery showed the final (3rd) sapien valve fully deployed in the aortic position, with the 1st sapien valve embolized and implanted in the ascending aorta, and a non-ew valve securing the valve at the proximal side. A horizontal aorta may cause the delivery system catheter to have a non-coaxial bias while positioned over the aortic annulus, making the catheter more likely to interact with the thv post-inflation and potentially causing the nose tip to interact with the thv during withdrawal of the catheter from the deployed valve. Additionally, it was reported that the 'first valve embolized due to a high implant. The initial deployment position was noted as 100/0.' If the valve was implanted too high, it may not have been anchored securely post-deployment, making it more vulnerable to embolization when interacted with by the delivery system nose tip. In this case, available information suggests that patient (horizontal aorta) and/or procedural factors (nose tip caught on deployed valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.